Event description:
It was reported that the catheter became stuck on a stent. An opticross imaging catheter was advanced for ultrasound examination of the target lesion, which was located in the left anterior descending artery (lad). During the procedure, it was noted that the opticross catheter became stuck on a previously placed stent. The device was able to be released by being pulled. The device was successfully completed using another of the same device. There were no patient complications.